Event description:
Received information from a family member that indicates the patient's dbs battery was switched off following airport securtiy screening by jet airways metal detector. The date of the incident was not indicated. The dbs battery reportedly could not be switched on again by either the patient therapy controller or the physician programmer during follow-up at the foreign hospital. The family member also provided a statement from the neurosurgeon who said the battery was damaged by the airport metal detector and the dbs product would require surgical replacement. No additional information on patient symptoms or outcome after surgery was provided by the patient's family member. The patient's age and dob are unk. The date of the reported surgery was not provided. The device was reportedly explanted, but has not been received in manufacturing for analysis. Additional information has been requested regarding the reported event. Review of the device serial number provided by the patient's relative shows the product is part of the affected serial number range for the kinetra broken wire bond recall. The representative has requested device return. A supplemental MDR report will be sent to FDA if additional information becomes available.

Manufacturer narrative:
H10- review of patient labeling shows adequate instructions and caution statements are provided to the user regarding possible device interaction with emi from airport security detectors that may affect product performance. The patient manual specifically cautions the ability of securtiy gates to turn an ins device on or off and advises the patient to use care when approaching airport security gates. For instances where security wands are used, the patient is instructed to show their neurostimulator indentification card and request a hand search, or to request that airport security personnel avoid placing the wand over the neurostimulator. For security gate situation detailed instructions and illustrations are provided to minimize patient proximity and length of exposure to emi from the gate.